Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a sleeve gastrectomy, the second black reload firing of the plee60a with seam guard fired successfully, however there were two or three malformed staples 2/3 the way up along the cut line side. All other stapler looked properly formed. The remaining firings of the plee60a with green reloads and seam guard were perfect. The surgeon placed a running 3-0 vicryl to oversee the impacted area. No patient consequences. Patient bmi was 48.15.